Event description:
In the past 5-6 months these bags have been cracking. Bags crack during transportation. Product, still frozen, is transported to another facility in a dry shipper. Samples are available for eval.